Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the statement "device was not working", they stated that the patient was having connectivity issues with the device. They stated this was not caused by normal battery depletion. They stated the cause was determined and reported patient was in office on (B)(6) 2022 to check connectivity and "per [illegible] communicator updated and was able to connect multiple times in office". The issue was resolved. The cause of the patient's communicator not connecting was not determined. The cause of the ins feeling superficial but not being unable to feel the implant was also not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the pt is not getting good therapy relief and they are unable to connect with their implant. Pt initially stated getting "account action required" message on handset. Pt pressed home button and accessed my therapy app and reported getting device not responding when trying to connect with their ins. Pt denied any trauma to implant site or falls. Pt reported they feel their ins has been off for "a while" and it has not been working for quite a while. Pt stated the nurse at their dr's office was able to connect with pt's ins using their clinician programmer device and stated "it started working", but stated they were not able to connect with pt's ins using pt's equipment. Pt stated it felt like their ins was superficial to their skin when it was implanted and initially stated it doesn't feel like anything has changed with their implant, but later reported it feels like they can't feel their implant as well as they used to be able to. Pt stated they know therapy is not on as it feels like it's not on. Troubleshooting reviewed eos considerations. Pt stated a couple months ago was when their hcp connected with pt's ins and stated it "was working" when they connected at that time, but then reported "all of a sudden it stopped". Agent did not ask about the circumstances that led to the reported issue. Pt attempted to connect with their ins on the call but continued getting device not responding despite repositioning communicator on ins. Pt stated they know they have communicator correctly placed on ins. The patient was redirected to their healthcare provider to further address the issue/check ins battery status and continue to troubleshoot telemetry issue.